Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the dat at 0.08780 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose. The customer¿s blood glucose level was unknown at the time of incident. The customer¿s current blood glucose level was 186 mg/dl. The customer¿s blood glucose level was reported as 34 mg/dl, 55 mg/dl, 45 mg/dl and 35 mg/dl. The customer was treated with food for low blood glucose level. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.